Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. Customer device and sensor are able to obtain measurements that are comparable to masimo test device and sensor. All tested measurements are within specifications. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the spco value, seems to be reading high. Inconsistent readings for %spco, noted, and demonstrated by hospital staff. Values were typically too high, 11 to 14. The individuals were standing, not in proximity to other em devices. Sensors appeared to be applied correctly, and unrestricted, on the index finger. Other readings such as spo2 and pi appeared to be functioning normally. There was no known impact or consequence to patient.